Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 appears to be due to the partial clip detachment. The reported migration (partial clip movement) associated with the partial clip detachment was due to challenging patient anatomy (degenerated posterior leaflet, mitral annular calcification, and very thick anterior leaflet). The reported unspecified tissue injury associated with the suspected leaflet tear would be due to challenging patient anatomy (degenerated posterior leaflet). The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report a partial clip detachment, tissue injury, recurrent mitral regurgitation (mr), and intervention. On (B)(6) 2023, a 90 year old patient presented with 4+ mixed mitral regurgitation (mr), posterior leaflet was degenerated, anterior much thicker than the other leaflet, and there was mitral annular calcification (mac). Independent grasping was used to implant one mitraclip. Mr was reduced to mild. The procedure was successful. Next day, (B)(6) 2023, a partial detachment of the posterior leaflet was observed on transthoracic echocardiogram (tte). Per the physician there was a potential tissue tear, but this cannot be confirmed. A second clip intervention is scheduled for next week. On (B)(6) 2023, a second clip intervention was performed to treat the recurrent mr. The mitraclip was not implanted, as the tissue quality of the leaflet was poor. The physician did not trust the leaflet could hold an additional clip. The mr remained the same. There were no adverse patient effects or device issue with the additional clip. No additional information was provided.